Event description:
This is 1 of 3 reports for the components of the forceps reportedly used during this event and is linked to mfg report numbers: 3003249645-2022-00023. 3003249645-2022-00024. A facility reported that when the surgeon tried to handle the patient's bladder, the extremity of forceps¿ tube (cev649-5b) broke and fell into the patient. The fragment was removed from the patient and the entirely forceps was checked. The forceps was immediately replaced by another forceps from the same reference. No patient injury, death or surgical delay was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated b5: the tube (cev649-5b) is a component of the forceps used during the reported event; however, it is not the component which reportedly failed. The tube (cev649-5b) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Root cause: evaluation of the tube found that the reported event is not related to this device. The tube was used with the defective insert (reported under mfg# 3003249645-2022-00024). The tube was bent and there were scratches on the insulation. The device passed the electrical test. Failure analysis: the investigation did not highlight any defect in relation with the reported event. This complaint is unconfirmed: the damages on the tube are due to the use of the device. No manufacturing, workmanship or material deficiency has been identified. No further investigation required based on the acceptability of risk and no adverse trends identified.